Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an unrelated surgical procedure the ipg became unable to communicate with external device. The patient reported that the ipg was set to surgery mode.; however, the manufacturer representative was not able to verify this. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.